Event description:
Boston scientific received information that during a routine device implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high defibrillation thresholds (dft's). The patient had to be externally rescued. The pocket was re-opened where it was discovered that the terminal pins had been reversed in the header. The terminal pins were placed in the correct ports with subsequent successful dft testing. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.